Event description:
After successfully deploying ivc filter via subclavian vein, the pusher rod assembly was withdrawn from the delivery catheter. A 035 3mm t guide wire was inserted through the catheter and out into the ra. The catheter was withdrawn while advancing the wire. After the catheter was completely withdrawn, the 2 gold markers were noted to not be on the catheter, and were located in the subclavian area. The guide wire was left in place, and the pt was taken to the or, to retrieve the markers.